Event description:
Bone marrow aspirate and biopsy was attempted and there was no suction at all. Manufacturer response: for jamshidi needle, trap system (per site reporter), none yet.

Event description:
Bone marrow aspirate and biopsy was attempted and there was no suction at all. Manufacturer response for jamshidi needle, trap system (per site reporter). None yet.